Event description:
The physician reports that during insertion the crystalens became stuck in the crystalsert lens injector system and the lens subsequently tore. Intervention was performed in order to enlarge the incision, remove the damaged lens, and suture the incision. A second crysalens was implanted successfully and the patient's prognosis is good. Reference MDR #2031924-2009-00093.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: the primary cause of the lens damage was related to use of the lens injector system, where the iol became stuck in the injector and subsequently tore.